Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-00653 it was reported that patient was hospitalized post implant due to extreme distress. Patient is stable. No additional information was provided.